Event description:
According to the literature source of study, it was reported that this study was made to compare clinical performance of two (2) widely used symmetric-tip hemodialysis catheters. The patient with end-stage renal disease initiating or resuming hemodialysis were randomized to receive a catheter from different manufacturer or our catheter product. The primary outcome for 90-day was primary unassisted catheter patency. The secondary outcomes were kt/v ([dialyzer urea clearance total treatment time]/total volume of urea distribution), urea reduction ratio (urr), and effective blood flow (qb). The primary unassisted patency rates with catheter from different manufacturer at 30, 60, and 90 days were 95.5% ± 3.3, 87.2% ± 7.3, and 80.6% ± 9.8, respectively, compared with 89.1% ± 6.2, 79.4% ± 10.0, and 71.5% ± 12.6 with our catheter (p =.20). The patients with catheters from different manufacturer hada mean kt/v of 1.5 at 30-, 60-, and 90-day time points, significantly higher than the mean kt/v of 1.3 among those with our catheters. The urrs were not significantly different between catheters. The catheter qb (blood flow) rates exceeded the recommended thresholds of 300 ml/min at all time points for both catheters and were similar for both catheters (median, 373 ml/min). Catheter failure, ie, poor flow rate requiring guide-wire exchange or removal, within the 90-day primary outcome occurred in 3 vectorflow subjects and 5 palindrome subjects (p ¼ .72). There was no reported patient outcome.

Manufacturer narrative:
Additional information: a2(age at event), d8, g3, h6 correction information: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: comparison of clinical performance of vectorflow and palindrome symmetric-tip dialysis catheters: a multicenter, randomized trial source: j vasc interv radiol 2020; 31:1148¿1155. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, it was reported that this study was made to compare clinical performance of two (2) widely used symmetric-tip hemodialysis catheters. The example of catheter failure was poor flow rate requiring guidewire exchange or removal, within the 90-day. The primary outcome occurred in three (3) catheter from different manufacturer and five (5) from our catheter subjects (p =.72). Infection rates were similar, with 0.98 infections per 1,000 catheter days for catheter from different manufacturer compared with 2.62 per 1 ,000 catheter days for our catheters. There was no reported patient outcome.